Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the maryland bipolar forceps instrument to perform failure analysis (fa). Fa was able to confirm/reproduce the reported complaint. The instrument was found to have thermal damage to the yaw pulley. The yaw pulley was found to have charring and localized melting of both bipolar yaw pulleys, in the space between the grips. The instrument passed the electrical continuity test. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the maryland bipolar forceps was connected to an unauthorized valleylab generator, and a spiking (sparking) phenomenon occurred. The forceps were then reconnected to the vision cart; however, the same phenomenon occurred again. Previously, when using the device in the same manner, this phenomenon had not been observed. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it was reported that arcing was observed from a maryland bipolar instrument while cauterizing using bipolar energy with a covidien force fx electrosurgical generator (coag setting: 50), and the instrument tip was in contact with tissue at the time of the event. Another maryland bipolar forceps was in use, no collision of the instrument tips with other instruments was reported, and no patient injury or burn marks occurred, with the patient not returning to the hospital for post-surgical complications related to the arcing event. Additional details such as instrument/accessory damage, root cause, inspection steps, cannula checks, contact with clips/staples/sutures, cleaning condition, return status, and availability of images or video were not provided.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the instrument; however, intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined.